Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the cutters (3:1 and 1:5) do not cut on the entire length. Complaint description from vdoc states that the customer had a handle problem since it was difficult to remove from the mesher axis. On (B)(6), 2017, it was clarified that the harvested graft was poorly perforated but it had been implanted and no additional graft harvest was required. The product was used correctly by the surgical team and the device was used at a temperature of 20-22 ° c. There was no operator harm. Review of information entered in this etq complaint determined that there was no patient harm/injury associated with the report and the surgery was completed with a delay of about 0-15 minutes. No medical intervention/additional surgical procedure was required in the event and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device had a handle problem and the bottom roller, washer bearings and the crank gear were replaced. Initial qa inspection of the skin graft mesher by medicrea on (B)(6), 2017 revealed that the cutters were in good condition. There was validated input testing performed and the samples passed with the customer¿s cutters. There was some damage to the end of the cutter shaft. Repair of the skin graft mesher was performed by medicrea on (B)(6), 2017 which included replacement of the bottom roller and the washer bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since the device produced passing sample meshes. The reported event ¿had a handle problem since it was difficult to remove from the mesher axis¿ was non-verifiable since the technician only mentioned cutter shaft damage. There was no mention of the handle during initial inspection. The reported event of the cutters not cutting the entire length was not confirmed since the cutters functioned as intended during initial inspection, hence, a root cause cannot be determined. The reported event of the handle problem was non-verifiable since there was no mention of the handle problem during initial inspection; hence a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). The product will not be returned to zimmer biomet since it was evaluated by an external contractor. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cutters (3:1 and 1:5) do not cut on the entire length. The surgery has been completed with another device. No adverse events were reported as a result of this malfunction.